Event description:
A study on "family perceptions of insulin pump adverse events in children and adolescents " by wheeler b.j., donaghue k.c., heels k., ambler g.r from diabetes technology and therapeutics 2014 16:4 (204-207) assessed families' experiences with their insulin pumps over a 12 month period. Data was collected from 217 participants using medtronic insulin pump. The study found 45% of subjects reported one or more adverse events while using the insulin pump. Adverse events that excluded site failures were associated with older age. It was also found for 8% of subjects, an adverse event requiring a hospitalization or medical intervention by an emergency department was reported. Hyperglycemia and ketosis were the reason for most subjects' hospitalizations. The study also showed 23% of participants experienced insulin pump malfunctions that required a replacement. Furthermore, insulin pump malfunctions (56%) and infusion site failures (45%) were the most common events reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event due to the limited scope of the study. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.